Event description:
It was reported by dealer the customer is saying that the unit arrived and it was defective. "After we assembled the lift, it was not stable and wobbly. I did not feel safe being in it and refuse to put myself through such scary experience again. I'm 84 years old and this is not something I should have to live with. Also, the tools that came with the lift were the wrong ones and I had to buy my own in order to assemble it. "